Event description:
New information stated that the device was explanted and replaced on (B)(6) 2015. The patient's condition was good post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, the pulse generator exhibited diagnostics anomaly. No intervention was reported. The patient's condition was stable.